Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service rep confirmed the issue and identified the cause to be liquid penetration into the touch screen, which led to oxidation on the hms board. The board was replaced and fen 2015-012 was applied to prevent recurrence. The unit was tested and no further issues were discovered. The pump was returned to service. The investigation is still ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 mast roller pump displayed an error message during priming. There was no patient involvement. Photographs of the touch screen were sent to sorin group (B)(4) for analysis. The liquid penetration was confirmed from the photos. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, sorin group (B)(4) has implemented a CAPA ((B)(4)). Evaluated on site by sorin service rep.